Event description:
A surgeon reports a broken haptic was noted following insertion of the intraocular lens. Follow-up information received from the surgeon on 10/18/2006 indicated a small tear occurred in the endothelium at the periphery during lens removal and the incision was enlarged. Additional information has been requested including the patient's outcome.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was pulled from the optic and the optic was cracked in the haptic insertion area of the removed haptic. The haptic had a bulbous tip indicating a weld was conducted during the assembly process. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.